Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump set to infuse a 980 ml bolus in 1 hour but infused only 400 ml during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "pump set to infuse a 980 ml bolus in 1 hour. After 1 hour, only 400 ml infused" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined however the device will have flow test run, flow calibration, flow rate over time, and final itp performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.